Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the volume on the power supply was not working as no tone was emitted when the hemopro device activated. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the device in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).